Event description:
It was reported that during a coronary stenting treatment procedure, a shaft fracture occurred. The lesion being treated was located in the moderately calcified, moderately tortuous mid right coronary artery (rca). The lesion was predilated with a 3.5x20mm maverick balloon, inflated to 12atms for 60 seconds. The physician attempted to place the 4.50x24mm liberte bare metal stent, but was unable to cross the lesion. While removing the stent, the physician felt resistance. When the device was pulled over the mach 1 guide catheter, the liberte shaft broke into two pieces. Everything was removed as one unit and the physician noticed there was a kink in the guide catheter and felt that when the liberte came upon the kink, it broke the shaft. The stent was inside the guide. No pt complications were reported. Pt status reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.